Manufacturer narrative:
Tracking # 454498-0 date sent: 06/12/2006 a1, 2, 3, 4; b6, 7; d11: information was not provided by the initial contact.

Event description:
It was reported that the clip applier had clips scissoring and jamming in the applier. The procedure was unk. At least two devices failed during the procedure. The sales rep stated that they pulled another device to complete the case with no pt consequence. No device was available to be returned.